Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample and 3 photos submitted for evaluation. The reported issue of separation adapter from tubing was confirmed upon inspection of the samples. Analysis of the sample showed that no presence of adhesive was observed around the external wall of the tube but there was adhesive observed on the internal part of the luer adapter. Bd determined that the cause of the failure was related to incomplete insertion of the tube into the luer during assembly. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd nexiva diffusics 20g x 1.00 in separation adapter from tubing. It was reported by customer that started an IV on a patient, got a flash immediately, flushed appropriately, and when I went to disconnect the flush from the prn, the connection hub disconnected from the pigtail. At this point I was unable to use the IV and had to start a new one. IV catheter was removed and given to supply manager (you). No harm was done to the patient, no piece of the catheter was left inside the patient, and she was stuck a total of 2 times." Customer reports concern with item ref# 383592 lot# 4075890- "on (B)(6)2024 I started an IV on a patient, got a flash immediately, flushed appropriately, and when I went to disconnect the flush from the prn, the connection hub disconnected from the pigtail. At this point I was unable to use the IV and had to start a new one. IV catheter was removed and given to supply manager (you). No harm was done to the patient, no piece of the catheter was left inside the patient, and she was stuck a total of 2 times."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.